Manufacturer narrative:
Impact code: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire as being used in common bile duct during ercp and removal of stones procedure performed on (B)(6) 2022. During the procedure, the physician used a stone retrieval exactor balloon in the common bile duct over the guidewire. At the time of retraction of the guidewire, the physician noticed a small fragment on the x-ray. They pulled out the guidewire and saw that a part of it was peeled off. It was reported that the coating on the tip was not activated using saline before inserting. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (impact codes): impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h6 (evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that a jagwire as being used in common bile duct during ercp and removal of stones procedure performed on (B)(6) 2022. During the procedure, the physician used a stone retrieval exactor balloon in the common bile duct over the guidewire. At the time of retraction of the guidewire, the physician noticed a small fragment on the x-ray. They pulled out the guidewire and saw that a part of it was peeled off. It was reported that the coating on the tip was not activated using saline before inserting. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.